Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned at the intended landing zone in an area where the aortic diameter was larger than the device treatment range in the presence of significant angulation, outside the indications for use for the ovation prime stent graft. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning and the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Remains implanted.